Event description:
Prior to dialysis treatment, blood specimens obtained via perm cath using veue adapter container. Adapter became lodged and broke in lumen of catheter. Unable to dislodge with hemastat. Port to pt remained clamped. Vancomycin 1 gm given through other lumen. Pt to special procedure cath lab. Plastic adapter removed by radiologist. Pt to dialyze after procedure performed. Multipe complications with air removal during dialysis. (Air in dialysis tubing coming from pt. Perm cath exchanged in 2003 in radiology. Staff reeducated not to twist adapter when obtaining blood specimens.